Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical australia. The customer's report was duplicated and attributed to a depleted battery. As a result, a warranty replacement battery will be issued to resolve the report. Analysis of reports of this type has not identified an increase in trend.